Event description:
Boston scientific received information that an issue occurred during a device change out for normal battery depletion for this pacemaker dependent patient that resulted in a loss of pacing and asystole for greater than 2 seconds. During the changeout, the physician removed the right ventricular (rv) and right atrial (ra) leads from the chronic device, leaving the left ventricular (lv) lead in the chronic device for temporary pacing. The ra and rv leads were then hooked up to a pacing system analyzer (psa) to check the lead diagnostics. However, upon connecting the leads to the pacing system analyzer, the physician accidentally switched the two leads using the psa connection, and therefore thought the ra lead was actually the rv lead. The physician then removed what was believed to be ra lead to connect to the new device; however it was actually the rv lead that was removed. The physician then removed the lv lead from the chronic device, thinking the psa would pace through the rv lead, however as this was removed and only the ra lead was connected to the psa, a loss of critical ventricular pacing occurred. Upon noticing the issue, the leads were placed in the correct ports with the replacement device and no further issues were noted. The chronic device was successfully explanted and replaced with the new device. Specific information about the model of the psa could not be obtained. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.